Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a patient who was infusing an unknown medication via an implantable pump. Indications for use included degenerative disc disease and spinal pain. Medical history and concomitant medications were not reported. On an unknown date, the patient allowed the pump to go dry; as a result, the hcp wanted to turn off the pump and was requesting the pump off code. No patient symptoms were reported. No additional information was provided, as the hcp was in the middle of programming the pump and did not realize that they had to sign the pump off code form. The pump off code was provided. Additional information regarding the drug in the pump at the time of the event, concomitant medications, medical history, date the pump was "dry," troubleshooting, and causality related to the event was requested. If additional information is received, a follow-up report will be sent.